Manufacturer narrative:
(B)(6). Occupation: unknown. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter was placed in the patient for liver abscess drainage. After the procedure, leakage was noted between the hub and he catheter. As reported, "the physician bandaged the place of leaking with gauze." The catheter continued to leak and was replaced 12 days after the initial procedure. No other adverse effects were reported for this incident.

Manufacturer narrative:
Concomitant medical product received on: 12aug2019. Investigation - evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The visual inspection of the complaint device found no surface damage or biomatter noted on the device. The tubing distal to the cap was tugged and twisted, confirming the security of the flare within the cap. A leak test confirmed leakage at the hub-to-cap interface. All dimensions deemed relevant to the reported failure were analyzed and confirmed that the device was manufactured within specification. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record found no related non-conformances with the device lot, subassemblies, or raw materials, and a software search for complaints on the reported lot found no additional complaints. Due to this information, there is no evidence suggesting that nonconforming product from these lots exists in house or in the field. Based on the information provided, the examination of returned product, and the results of the investigation, a definitive root cause could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.